Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) level was 121 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion alarms and alleged the occlusion alarms were not real occlusions due to the customer's bg levels not rising.